Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. Alaris pump infusion primary set tubing, had fluids running and patient called out stating IV was leaking. IV was leaking from the port close to the patient where the port is attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model: 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the outlet port of the distal y-site. Visual inspection under the microscope showed a slight gap between the tubing and the inner wall of the y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Possible lots were manufactured in november 2024 and march 2025 before actions state implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. ¿ implemented on march 21st, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.